Manufacturer narrative:
This report is submitted on january 09, 2018 by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the device was explanted on (B)(6) 2018 subsequent to the patient experiencing an infection at the implant site. The patient was reimplanted at a later date.

Manufacturer narrative:
This report is submitted on march 8, 2019.